Event description:
While the operator was using the gentlelase laser, the laser energy delivery fiber broke. This resulted in emitting laser energy burning several areas on the carpet on the floor.

Manufacturer narrative:
Evaluation concludes the point of breakage was related to the operation bend angle of the fiber causing it to break. Risk of laser energy igniting combustible material is an industry known risk of lasers. The operator manual emphasizes this risk and the potential for fiber breakage.